Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a blood leak occurred with a combiset immediately after the initiation of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The blood leak was visually observed by the nursing staff at the bottom of the venous chamber of the combiset. A pinhole was found to be the source of the leak. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to a new machine and treatment completed successfully with new supplies. Additional information was requested, however, to date a response has not been received. The complaint devices was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a blood leak occurred with a combiset immediately after the initiation of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The blood leak was visually observed by the nursing staff at the bottom of the venous chamber of the combiset. A pinhole was found to be the source of the leak. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to a new machine and treatment completed successfully with new supplies. Additional information was requested, however, to date a response has not been received. The complaint devices was reported to be available to be returned to the manufacturer for physical evaluation.